Manufacturer narrative:
(B)(4). This lot was manufactured between july 22, 2014 and july 23, 2014. Evaluation summary: the sample was returned and a visual inspection noted fluid inside the bag. The leak was identified to be coming from broken tubing at the junction of the distal luer. The cause of the condition could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into its overpouch. Upon closer inspection, the nurse observed that the winged luer cap had ¿completely snapped off¿ from the tubing. The device was filled with vancomycin (baxter compounded product). This was noticed before patient use. There was no patient involvement. No additional information is available.